Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the electrode was functioning well immediately pre-op, however at the time of stimulation of the nerves, it would not record a signal. This has happened frequently. There was no patient impact.